Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported the patient was seen post-operation and they were doing great with full coverage to their painful areas.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient had their lead revision on (B)(6) 2014 due to both leads migrating down 1-2 levels. An impedance check was performed pre-operation and there were no out of range results so the leads were advanced back to t7 and re-anchored. The suture around the bumpy anchor had slipped off the leads allowing them to migrate. The patient reported they had no falls or trauma that may have cause the migration. The health care provider (hcp) will not be turning on the device until their first post-operation appointment so it is unknown if the stimulation will be effective.

Event description:
Additional information received reported there was not 50% or greater symptom reduction. The cause of the event was not determined and at the time of report the revision had not yet been scheduled and the patient is not receiving effective therapy.

Event description:
It was reported that the patient's revision was scheduled for (B)(6) 2014.

Event description:
It was reported that there was lead migration. Impedance testing, x-rays, and reprogramming were performed. Impedances were within normal limits. X-ray showed one lead migrated from t7 to t9 and the other lead migrated from t7 to t8. Reprogramming was attempted, but the patient only felt stimulation in her legs and stomach. The patient no longer felt stimulation in her back where she had her pain. The patient was alive with no injury at the time of this report. The tentative plan was to revise the leads, but no surgery was scheduled at this time. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.